Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. Pt mentioned to caller that he felt that one of the leads broke off. Caller didn't have a date and patient wasn't with at time of call.

Manufacturer narrative:
Concomitant medical products: product ID 97715, serial# (B)(4), implanted: (B)(6) 2018. Product type: implantable neurostim ulator, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015. Product type: lead, product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011. Product type: lead, product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008. Product type: lead, other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-dec-2018, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4); product ID: 3778-45, serial/lot #: (B)(4), ubd: 26-aug-2015, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 08-nov-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they were experiencing new pain on their right side. They stated that they were requesting a new MRI.

Manufacturer narrative:
Continuation of d10: product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2018, product type: implantable neurostimulator; product ID: 977a260, serial#: (B)(6) implanted: (B)(6) 2015, product type: lead; product ID: 3778-45, serial#: (B)(6), implanted: (B)(6) 2011, product type: lead; product ID: 3778-45, serial#: (B)(6), implanted: (B)(6) 2011, product type: lead; product ID: 3777-60, serial#: (B)(6), implanted: (B)(6) 2008, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# nme719768h implanted: (B)(6)2018 explanted: product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6) implanted: (B)(6)2015 explanted: product type lead product ID 3778-45 lot# serial# (B)(6) implanted:(B)(6) 2011 explanted: product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6)2011 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6)2008 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they heard mris may damage stimulators, so they had a cat scan instead. Their cat scan showed one wire on each stimulator was broken and it was indicated that a manufacturer representative (rep) also confirmed this. The patient¿s doctor, a neurosurgeon, did not mention surgery to connect the wires. They suggested cortisone shots to the patient¿s spine. The device remains in the patient.

Manufacturer narrative:
Continuation of d10: product ID 97715 serial# (B)(6) implanted: (B)(6) 2018 product type implantable neurostim ulator. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 product type lead. Product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2011 product type lead. Product ID 3778-45 serial# (B)(6) implanted: (B)(6) 2011 product type lead. Product ID 3777-60 serial# (B)(6) implanted: (B)(6) 2008 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is inquiring for MRI. Patient showed head only eligibility. Patient mentioned the MRI was for the low back because they think one of the leads is broken as the patient is having a lot of pain, so the MRI is to figure out what is going on.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: product type implantable neurostim ulator product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead product ID 3778-45 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead product ID 3777-60 lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported having 2 leads and not knowing which was was the issue. Patient reported not knowing it was broken until it did not make connection. Cause was unknown. Lead was replaced. Issue resolved.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was that they were having issues with the device. Caller shared that the patient needed to meet with a representative to do an adjustment and to check out the implant. Caller stated that they thought some of the wires were broken and the doctor was not going to operate because the patients age. Caller clarified and was unsure as to what was going on with the device(s) inside the patient. Caller said that the only best option was to see if they could do something with the stimulator to help the patient's discomfort because it was getting worse. Caller noted that the doctor wanted this done by the end of the month. When asked for the event date, caller stated that it had been a good couple months now. Agent provided the nas phone number for the doctor to call and reviewed role of rep. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.